Event description:
No troubleshooting. Dealer says the user says the chair stops and no wrench flash. Dealer says the speed lights are gone and cannot increase the speed. It is assumed he needs a joystick.